Event description:
It was reported that the pta balloon could not be retracted through the 7f introducer sheath. The balloon and sheath were removed together as a single unit without incident. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. Based upon the condition in which the sample was returned (lodged in a 7fr cordis sheath and with a complete circumferential break at the proximal balloon glue joint), the investigation is confirmed for retraction issues and a break at the proximal glue joint. The edges of the break were stretched and jagged, possibly indicating that excessive force contributed to the event. It is possible that the glue joint break was a result of reported the retraction issues. However, the definitive root cause for the retraction issues could not be determined based upon the available info.